Event description:
It was reported that on (B)(6) 2019, the patient had a venous catheterization, and the puncture site became red and swollen the second day, medicine changed but the symptoms became worse. On 26th march, it was suggested that the catheter be removed, and the blood and catheter tip be retained for bacterial culture after being treated by a static nurse and anesthesiologist. The results showed that the blood was normal and there was candida albicans at the tip of the catheter.the patient died, but it was not the device which caused the death as the following reasons: 1. The patient has a serious disease of advanced lung cancer, and the device was used only for maintaining the vital signs. 2. The patient died after the removal of the device about 2 days later. 3. The doctor judged that it was not our device that caused the death.

Manufacturer narrative:
(B)(4). Additional information received regarding the event: the customer has confirmed that the device did not malfunction. Septic techniques were used in cleaning the skin and handling of the device. There were no other cultures taken in another part of the patient's body that resulted in canidia albicans. The patient did not have any other reported/tested infection.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that on (B)(6) 2019, the patient had a venous catheterization, and the puncture site became red and swollen the second day, medicine changed but the symptoms became worse. On (B)(6), it was suggested that the catheter be removed, and the blood and catheter tip be retained for bacterial culture after being treated by a static nurse and anesthesiologist. The results showed that the blood was normal and there was candida albicans at the tip of the catheter. The patient died, but it was not the device which caused the death as the following reasons: the patient has a serious disease of advanced lung cancer, and the device was used only for maintaining the vital signs. The patient died after the removal of the device about 2 days later. The doctor judged that it was not our device that caused the death.